Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella 5.5 pump was unable to traverse a patient's anatomy during attempted implant. The delivery was subsequently aborted and impella cp pump was implanted for planned support. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the root cause of the delivery issue was most likely due to patient condition.